Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the system displayed an error that one of the s5 roller pumps was no longer being monitored during the procedure. There was no report of pt injury. A sorin group field service rep was dispatched to the facility to investigate. While at the facility, the service rep tested all connectors in the mast mounted pump and the control panel. All sensor modules were reseated, the memory was cleared, and the user settings were replaced. The service rep tested the pump and was unable to reproduce the error. The current 4 panel arrangement was converted to a three panel system. Subsequent testing found everything to be functioning properly. The investigation is ongoing. A follow-up report will be sent when the investigation is completed.

Event description:
Sorin group received a report that the system displayed an error that one of the s5 roller pumps was no longer being monitored during the procedure. There was no report of patient injury.